Event description:
A patient reported inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 252, 355 mg/dl. Tests were done within 10 minutes with a difference of 30%. Patient did not experience any adverse events.